Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient product ID: 97755-s, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their controller was replaced and the one that they receive was as the worst with the previous controller. Patient stated they wanted to send the replacement controller back because every time they charge the controller, the screen turns white, stays white and they had to reset the controller. Patient mentioned when they were also trying to charge the implant, the controller screen went white again and it 'doesn't read'. Patient mentioned that few times it worked. Patient was frustrated. Agent reviewed information. Patient said the issue started since they got the new controller. Agent had patient to reset the controller using the ac cord. Patient confirmed the controller powered on, green light illuminated on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. Patient also confirmed no visible damage on the controller and battery pack. Patient was escalated and asking for a supervisor. Patient was also not letting the agent explain and wanted to end the call. Patient stated about calling an attorney. Agent reviewed supervisor call back process. Information due to the nature of the call. Patient reported that their controller was replaced and the one that they received was worse than the one that they had. Patient stated they received the controller and the controller screen is going white just like the old controller. Agent asked patient to connect with the controller and controller shows no device found screen. Agent asked patient to inspect the recharger cord for damage and patient said there is no visible damage but the recharger haven't been replace but the controller has been replace before. Agent asked patient to start a charging session and controller shows implant red recharging excellent and controller 90% charged and patient said this is what happens for a few mins and the controller screen will go white. Agent reviewed the device function. Agent reopened the case to sent request to the repair dept for recharger replacement. Patient called back stating their device was still not working even after being sent refurbish equipment. When trying to recharge the implantable neurostimulator(ins) the patient would get a white screen. Pt would reset the controller but they still got the white screen. One time it felt like they got electrocoated because pt turned up the stimulation since they did not feel anything and when doing so the controller screen went white; the pts stimulation was too high and was buzzing them. Pt noted this was not their first time calling into patient services. Agent closed case. Patient called and mentioned that they have received the recharger, however, they're not able to charge the implant. Agent had patient plug the recharger to the controller, however, patient mentioned that the controller is totally black. Agent had patient reset the controller, patient confirmed controller turned on. Agent walked patient setting up the controller. Agent had patient start a charging session and patient confirmed that they were able to charge with excellent recharge quality.